Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were in the emergency department with a catheter infection. No further details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with staphylococcus aureus in the culture and a wbc count of 6750/mm3. The patient was diagnosed with peritonitis due to a break aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. It was explained that the patient initially felt they had a pd catheter (not a fresenius product) infection as reported; however, the patient was ruled out for a catheter infection as it was determined their symptoms were solely from peritonitis. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequencies not reported) and later in the admission, intravenous vancomycin (dosage and frequency not reported) to address the infection while hospitalized. The patient initially underwent ccpd therapy on a hospital provided liberty cycler until their pd catheter was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided fresenius hd device for the duration of the admission. The patient had an uneventful hospital course, and was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event as they continue hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and nares. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.